Event description:
The patient's mother reported she believes the patient's infusion set cannula was kinked due to insulin leakage. On (B)(6) 2011, the patient became ill at 11:30am while at school. He was given panadol tablets by the school nurse and stated he felt better. At 3:05, the patient took the bus home and began vomiting. His mother connected the infusion tubing to a previous infusion set headset that had not yet been removed. He was not able to bolus through the infusion device because he ran out of insulin. At 6:30pm, his blood glucose measured 28 mmo/l (504 mg/dl). His ketone levels increased and he was admitted to the hospital at 7:15pm and was treated with an insulin IV. No further information is available. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.